Manufacturer narrative:
The device was received, and an evaluation is complete.  Evaluation included a visual assessment as well as functional testing.   Evaluation experienced a system error 345 during testing which was verified through review of the event history log.  Troubleshooting the device revealed no hardware or software abnormalities that would induce the system error 345 and no component was identified for causality, thus no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced a system error 345 (thermistor disparity) alarm. No additional information is available.